Manufacturer narrative:
(B)(4). Batch # r57d2l. Device evaluation: the analysis found that one ntlc75 device was returned with no cartridge reload loaded on the device. Further evaluation found that the channel shroud was damaged. The device was tested for functionality with the return cartridge reloads and achieved its firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper shape. The damaged damage on the channel shroud is consistent when the closing latch is opened beyond its stop position. Please reference the instructions for use. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a colectomy procedure, the dr requested the device be sent in because the plastic on the stapler was not formed correctly. There were no patient consequences reported.